Event description:
An additional information received on 07/23/2018 stating that this device had noise and oversensing. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).